Event description:
User reported to medsun (FDA) that the "ventilator in use and connected to a patient started to make a clicking noise. Ventilator was changed out for another one."

Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag more than 4 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it could not be confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used the root cause could not be determined with the limited information we could obtain from the customer. It may have been a temporary failure or a noise possibly not caused by the ventilator. No complaints have been reported since then. No correction was made. There was no patient or user harm reported.